Manufacturer narrative:
Previously reported on (B)(4) with MFR report #3003832357-2024-00131. Device investigation took place on (B)(4).

Event description:
It had been reported to philips the tempus pro - charger port broken, pin missing in port.